Event description:
A caller reported an issue where the insulin gauge displayed an amount different from what was expected. The current estimated fill displayed on the pump was 0 units. There was no reported impact to the customer's blood glucose level. The discrepancy was attributed to an alert or alarm condition on the device, and this case was documented for further action.